Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was related to the stimulation and not to the stimulator.

Event description:
A healthcare professional for a clinical study, via a manufacturer representative, reported that the patient experienced pollakiuria during the night. It was unknown what factors may have led or contributed to the issue. Reprogramming was done on (B)(6) 2015 and the event resolved. The event was assessed as not serious, not linked to the procedure and linked to the stimulator and the stimulation. The patient's relevant medical history includes idiopathic functional incontinence since 2010. Additional information received the patient started experiencing pollakiuria since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.